Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec" lytic/10 anaerobic/f culture vials (plastic) false negative results were obtained by the laboratory personnel. A subculture was used to confirm the results as false negatives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: growth of staph hominis from instrument negative bc/ customer removed negative bloodculture bottles from the bactec fx instrument. They prepared a subculture from the lytic bottle (internal qc procedure) and saw growth on the plate. The identification of this strain is staphylococcus hominis. See growth curve attached lytic bottle was disposed, lotnumber is not available. No information about medication. No further information about blood collection (if blood was collected via catheter or peripherally) no information about bloodvolume in the bottle (over- or underfilling).

Manufacturer narrative:
H6: investigation summary bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples when tested for microbial instrument detection as per quality procedures. Batch history record review did not identify any evidence for which the customer submitted the complaint (i.e. False negative). Microbial instrument detection indicated that the product is performing as expected. Complaint is unconfirmed based on retention samples and batch record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. The specimen must be collected using sterile techniques to reduce the chance of contamination. No corrective actions were required. H3 other text : see h10

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false negative results were obtained by the laboratory personnel. A subculture was used to confirm the results as false negatives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " growth of staph hominis from instrument negative bc. Customer removed negative bloodculture bottles from the bactec fx instrument. They prepared a subculture from the lytic bottle (internal qc procedure) and saw growth on the plate. The identification of this strain is staphylococcus hominis. See growth curve attached lytic bottle was disposed, lotnumber is not available. No information about medication. No further information about blood collection (if blood was collected via catheter or peripherally) no information about bloodvolume in the bottle (over- or underfilling)"